Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a choledochoduedenostomy procedure performed on (B)(6) 2023. During the procedure, the stent first flange was deployed; however, the stent lock was unable to be locked, which resulted in the stent being deployed behind the duodenal wall. A pigtail stent was placed through the axios stent, and the procedure was completed as it was. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good ***additional information received on (B)(6)2023 it was reported that the patient's indication was resolved, and the stent was successfully removed during a scheduled stent removal procedure.

Manufacturer narrative:
Block b5 has been updated with the additional information received on (B)(6)2023. Block e1: initial reporter city: dusseldorf, nordrhein-westfalen block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a choledochoduedenostomy procedure performed on (B)(6) 2023. During the procedure, the stent first flange was deployed; however, the stent lock was unable to be locked, which resulted in the stent being deployed behind the duodenal wall. A pigtail stent was placed through the axios stent, and the procedure was completed as it was. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.